Manufacturer narrative:
Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Sus voluntary event report mw5082101 was received reporting the following information: "pt has type 1 diabetes and is on a tandem t:slim x2 insulin pump. He traveled to (B)(6) and followed all recommendations for converting the power to charge his pump. His efforts failed. The pump wouldn't charge and became inoperable due to the power incompatibility. He didn't have long acting insulin with him and ended up in thailand without a way to give basal insulin." Event report type: serious injury. Event outcome: required intervention.